Manufacturer narrative:
Age or date of birth, weight, ethnicity: information unknown/not provided. Date of event: information unknown/not provided. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the lens remains implanted. (B)(6). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. (Other): the intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a part of the optic of an intraocular lens (iol) was found to be cracked immediately after the lens was implanted in a patient's eye. The postoperative vision test revealed the vision was normal in the eye and the result seemed to indicate that there was no problem. The surgeon commented that unless the crack overhangs the pupil, there would be no problem. It was noted that on the day of surgery, the device was prepared and used according to the (IFU) instruction for use (package insert), and the preparation time was appropriate (it was used within 10 minutes after the introduction of the lubricant). There was no patient injury reported. The lens remains implanted as of to date. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Returned to manufacturer: yes. Section d9: date returned to manufacturer: apr 28, 2021. Section h3: device evaluated by manufacturer: yes device evaluation: evaluation of the picture provided: it was observed a lens implanted in patient eye; it was observed like seems to be some marks on the optic part of the lens. However, based on the photos provided, it is not possible to confirm the defect reported, since have poor resolution and high magnification. Based on the evidence observed and since the lens is not available for a thoroughly evaluation, the complaint issue reported could not be verified in the photo provided. Evaluation of the preloaded device: the preloaded device was disassembled to address the complaint issue reported: the plunger and pushrod were observed in advanced position and in good condition. Residues of viscoelastic material was cartridge. No damaged was observed to the cartridge. The threads of the injector, upper and lower body of the device were correctly engaged and were in a good condition. No defects were observed in the lower body lid engage pin and rings. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The complaint issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.